Event description:
The reporter stated that she did a meter to lab test comparison. Her meter reading was "over 300." A lab test was done within 30 minutes, with results of 94 mg/dl. Reporter stated that she had applied blood to the wrong side of the strip. She did not have any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8